Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 131576: (B)(4) items manufactured and released on 09-jul-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: hip revision surgery occurred 5 years after primary cementless total hip arthroplasty in a (B)(6) year old man. Radiographic images provided show the presence of osteolytic regions in gruen zones 1 and 7 and signs of stress-shielding. Aseptic loosening is a possible, literature described adverse event after cementless total hip replacements and causes are often unknown. The reason of this event cannot be determined.

Event description:
On (B)(6) 2019 we were informed about a revision surgery, planned for (B)(6) 2019, so 5 years and two months after primary surgery, due to stem loosening.